Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional pt/event details have been requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user reported a peristomal skin rash that itches. It is approximately one half inch away from stoma. She had the rash for one year and mentioned that it get's better and then comes back. She stated she has seen her physician for the issue who prescribed nystatin powder and it is being treated as a yeast infection. She further informed she has seen the local ostomy nurse for skin issue.

Manufacturer narrative:
Additional information was received on september 22, 2015. A batch record review was preformed and no discrepancies were noted. Previous investigation is applicable to this complaint. Therefore, this complaint will remain open until completion of the investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).